Event description:
Dexcom g7 cgm sensor issues. Constant wrong readings. Failure to eject when applying sensor, often shows readings in the 309s..I have an a1c of 6 almost all the time. I'll compare my sensor with my glucometer and there can be a difference of 100 in the readings. 2 nights ago, my pump alerted me to a low reading of 49 my glucometer showed I was at 129. False high and low readings pose a danger because I rely on the g7 and when I get a high reading, I correct. When I don't need to because the g7 is wrong. Same with when it's low. I have issues with 3/5 g7s. When I call them, I was told I complain too much. If the g7 wasn¿t a piece of *profanity* I wouldn't have to complain. My life relies on their flawed device.